Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the lot was manufactured from 08/21/2013 to 08/23/2013. Evaluation summary: the device was returned for evaluation with approximately 10 ml of solution in the bladder. The reported huber needle was not returned; however, a non-baxter white luer cap was connected to the folfusor's luer lock. Visual inspection did not identify any evidence of leakage. A functional leak test was performed using both the non-baxter luer cap and a baxter blue winged luer cap; no leakage was found anywhere on the device. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the level of its luer lock connector and a huber needle (non-baxter product). This occurred 24 hours into home patient (hp) infusion of fluorouracil and normal saline. Some of the leaked solution contacted the hp¿s abdomen skin; however, there was no patient injury or medical intervention associated with this event. No additional information is available.